Manufacturer narrative:
Batch review performed on 30 december 2020 lot 092229: (B)(4) items manufactured and released on 5-oct-2009. Expiration date: 2014-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2016. Clinical evaluation performed by medical affairs director ten years after primary uncemented double mobility tha, the patient reports leg length difference. It's possible that the non-medacta stem has subsided, but this cannot be verified because no xray history is available. At the pre-revision xrays, however, the cup does not look like having undergone migration. The medacta dm liner was exchanged as per routine procedure, but there is no indication that it was faulty or non-performing adequately.

Event description:
The patient came in after 10 years and 11 months reporting a leg length discrepancy (the cause is unknown). The surgeon revised the non-medacta head and the medacta liner with a non-medacta head and a medacta liner. The surgery was completed successfully.